Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the device was out of calibration. The bottom roller, gear, and gear pin were replaced and the device was recalibrated and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that this device produces an incomplete mesh. The living legacy foundation is a cadaver skin bank and there was therefore no patient involvement. No adverse events have been reported as a result of this malfunction.